Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarm for self test failed. Customer's blood glucose level was unknown. Troubleshooting performed for self test failed alarm. Product will be returned for analysis.

Manufacturer narrative:
The device received with constant rf pic failed selftest alarm due to a faulty rf board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test due to rf pic failed selftest alarm.